Event description:
It was reported that touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further inquiry or assistance, and technical support was unable to obtain more information, so no further action was required.